Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd (B)(4). As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2024).

Event description:
It was reported that during a biopsy procedure, the device allegedly exploded when it was being primed. It was further reported that the tip was allegedly do not feel as sharp. There was no reported patient injury.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one marquee disposable core biopsy instrument was returned for evaluation. Upon visual evaluation, the device appeared clean throughout, and device was received in its initial position. The penetration depth marker was set to 25mm. No break was noted to the device. And the tip of the needle was noted to be slightly dull. No other visual anomalies were noted to the device. Further functional testing was not performed due to the condition of returned device. Therefore, the investigation is confirmed for the reported blunt needle as the tip of the needle was noted to be slightly dull. However, the investigation is inconclusive for the reported self-activation as the functional testing was not performed due to the condition of returned device. A definitive root cause for the reported blunt needle and self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2024), g3, h6 (method) h11: h6 (device, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a biopsy procedure, the device allegedly exploded when it was being primed. It was further reported that the tip was allegedly do not feel as sharp. There was no reported patient injury.